Event description:
During an atrial fibrillation (afib) procedure, it was reported that the physician observed air bubbles on the x-ray of the patient's heart. There was no medical intervention performed and the patient was stable.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. (B)(4).